Event description:
It was reported that the device was slow braking while it was being serviced at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.